Event description:
The customer reported a loss of pacer sync output and the lights not turning on. Issue found during preventive maintenance. A follow-up report will be submitted when the investigation is complete.